Event description:
The customer stated a false (B)(6) result was generated using the axsym toxo igg assay. The patient results were as follows: on (B)(6) 2011 (1.2 iu/ml) on (B)(6) 2011 (11.6 iu/ml, (B)(4)) and a new sample was tested from the sample patient on 15oct2011 (16.8 iu/ml, (B)(4)). No patient information was provided. There was no impact to patient management reported.

Manufacturer narrative:
Correction: the lot # was inadvertently entered into the serial# field in the initial submission. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Sensitivity and reproducibility evaluations were performed with file kit material. The testing was completed using a sub lot (02618li00) from the same bulk lot of material in question. The testing met the acceptance requirements which indicated that the lot was performing as expected. The complaint review did not identify any problems relating to the customer issue, false negative results. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the axsym toxo-g assay (list number (B)(4)), lot number 02618li01, was not identified.

Manufacturer narrative:
(B)(4): no consequences or impact to patient. This report is being filed on an international prouct axsym toxo igg (list number 09k08-20) that has a similar product distributed in the us (axsym toxo igg, list number 3b22-22).